Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the main seal was pinched and that the unit did not power up on the tester the first time, though the operator reran the test and the device did power up, it was believed to be a pogo pin issue. The unit also failed its incoming functional testing due to its main printed circuit board (pcb) being misaligned and therefore the main pcb was realigned and retested and it then passed. It was also noted that it needed the replacement shorting bar in accordance with the existing corrective field action. The device was to be repaired and sent back to the customer. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the existing field corrective action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.